Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system has a restart message with error 48276 displayed. Prior to calling, the customer restarted the system twice with no change. The tse waked caller through a hard power cycle on all consoles with no change. Errors rolled in the events page in artemis indicating error 319/307 on ac-9a node was not present. The tse had caller disconnect the second console and the system powered back on normally with no issues. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the hospital staff and obtained the following additional information: the hospital staff was not present during the procedure but was aware of the issue and said the system is working good after field engineer visit.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team. The mtm was analyzed and was placed on a test fixture where the unit failed multiple tests unrelated to the field complaint that pointed to the wrist pitch and wrist yaw gearbox motors and axis 1 (yaw) motor. The unit also had a confirmed 307 error in the logs from the field. Due to the errors in the logs the slipring and slipring constraint are consistent with the reported issue. The probable root cause of the issue is due to an issue with the slipring and slipring constraint in the mtm.

Event description:
Refer to h11 for follow-up information.